Event description:
In 2008, it was reported that the system exhibited "low energy output". During a subsequent evaluation performed at about 7 days later, it was found that the "blast shield holder and blast shield cap were partially melted."

Manufacturer narrative:
On 10/09/2008, customer canceled service on this laser. No further evaluation was performed.